Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up. A device interrogation found over-sensing exhibited by the right ventricular (rv) lead. Over-sensing was unable to be reproduced with isometrics. There were no patient symptoms reported. Further information was requested but not received.